Event description:
It was reported that the patient presented with a brittle and damaged outer layer of their modular cable. A tape repair had previously been performed by the patient at home. The initial start date of the damage was not available and could not be provided by the patient. No technical issues occurred. The affected modular cable was exchanged without any problems.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cosmetic damage to the modular cable outer jacket was confirmed via evaluation of the returned modular cable. The returned heartmate modular cable, lot number 202059, was observed to have rescue tape near the inline connector bend relief. Upon further inspection, a tear and fluid ingress at the site of the tear was revealed under the rescue tape. Discoloration of the outer jacket and the controller and inline connector bend relief was observed. The modular cable was functionally tested with a test heartmate 3 system controller on a mock circulatory loop for extended operation during with the cable was manipulated by hand. No atypical alarms or issues were produced. The wire integrity of the modular cable was tested and passed. The provided information indicated the patient applied rescue tape at home. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate modular cable, lot number 202059, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.